Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02348. It was reported the pt experienced auto-reducing when trying to turn on stimulation. Diagnostic testing revealed invalid and low impedance readings. The sjm representative was initially able to reprogram around these contacts. Follow-up identified the pt was having difficulty maintaining or increasing stimulation. It was reported x-rays would likely be ordered to investigate the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.